Manufacturer narrative:
Product complaint :(B)(4).investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a metal on metal total hip implanted by the surgeon in 2009. Surgeon revised the metal on metal components due to pain from the metal bearing. There were no signs of infection present. The patient did have tissue around the joint that was consistent of metallosis reaction. Surgeon replaced the explanted parts with a 56x36 +4/10* liner and a 36+5 ceramic head. Surgeon was advised that it would be off label to us a ceramic head without a revision sleeve. He acknowledged and wanted to proceed with a primary ceramic head. Doi: (B)(6) 2009; dor: (B)(6) 2018 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 patient code: no code available (3191) used to capture device replacement or revision patient code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address pain and metallosis with trunnion wear. Patient had a fall 8 months ago then begun experiencing pain. Revision notes reported extensive synovitis, foreign body wear debris(metallosis), and trunnion wear and staining. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.